Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign objects in the air/water tube and white foreign objects in the air/water cylinder (tube) a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the channel tube having foreign objects, the most probable cause was failure to follow instructions. In addition, regarding foreign objects in the air/water tube and white foreign objects in the air/water cylinder (tube) is failure to follow instructions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects in the air/water tube and white foreign objects in the air/water cylinder (tube). There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the olympus flex video scope¿s working channel was clogged with nexpowder. According to the initial reporter, this event was noted during reprocessing. There was no patient involvement during this event.